Event description:
Reporter alleged the customer obtained a discrepant blood glucose of 318 mg/dl on the advantage system compared back to back with a result of 120 mg/dl on the nurse's meter, when testing was performed less than 10 minutes apart. Reporter indicated that the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No action or treatments resulted or were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.